Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 1 (lot number 551244, expiration date 06/30/2011). (B) (6).

Event description:
Customer reportedly received result of 152 mg/dl on advantage system 1 and 546 mg/dl on advantage system 2 within 10 minutes on. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the monitor display a "v02 not indexed to bsa" error message. No other details regarding the nature of the event were provided. There were no reported adverse consequences to pt as a result of this event.